Event description:
Caller reported that insulin gauge displayed a different amount than expected earlier in the day, showing 0 units instead of the expected 38 units, with a discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by loading a new cartridge.